Event description:
The customer obtained imprecise vitros phbr quality control results (qc lot m1914 results=44.68, 71.72, 45.93 g/ml vs. An expected qc lot m1914 result= 58.49 g/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to occur with patient samples. No patient samples were run for vitros phbr while quality control results were outside of expected ranges. There was no allegation of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple imprecise vitros phbr quality control results were obtained on a vitros 5600 integrated system. The investigation concludes that the unexpected vitros phbr quality control results from (B)(6) 2012 and (B)(6) 2012 were most likely caused by an instrument issue. Following service to address multiple modules, acceptable phbr performance was obtained. The root cause of the unexpected phbr result that occurred subsequently is unknown. Acceptable phbr performance has been observed since implementing an alternate phbr reagent lot.